Event description:
Procedure: laparoscopy. According to the reporter: the endo stitch needle broke during suturing. A small portion of the needle, approximately 4-5 mm, was retained in the tissue inside of the pt. The doctor was unable to locate or visualize the broken portion of the retained needle. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).